Event description:
Pt had implantable cardiac defibrillator implant 3 yrs ago. 2 months after being treated for a localized cellulitis pt. Implantable cardiac defibrillator pocket became inflamed and abscessing. Removed implantable cardiac defibrillator and lead. Device never failed